Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d9, h2, h3, h6, h11 the device was not returned for evaluation. However an endoscopic support specialist (ess) was dispatched to observe the facility's reprocessing practices and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the flex video scope new endoscopes had a black residue on the inside of the channel. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.